Manufacturer narrative:
A ge service representative performed an on site investigation. The customer was advised that the workstation controller printed circuit board was the source of the problem, however, it was not currently available. The customer elected to repair the problem independently. No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported the 6600 system would not boot up correctly. No patient injury was reported.